Event description:
Community first responder reported that the voice prompt feature of the device failed during cardiac arrest scenario. Care was continued without voice prompts until ems unit arrived. Note 1: this information has not been provided and we do not expect to receive this information.

Manufacturer narrative:
The device has yet to be received.